Manufacturer narrative:
(B)(4).

Event description:
A valiant stent graft system was implanted in a patient for the endovascular treatment in the thoracic aorta. The vessel morphology at the time of implants and currently are unknown. At the time of implant it was reported that the stent graft was fenestrated with a stent implanted into the left subclavian artery. The physician reported that there is an unknown endoleak. The physician will continue to monitor the patient. No clinical sequelae were reported and the patient is fine.